Event description:
It was reported while using bd nexiva single port with maxzero, 18g x 1.25" the safety mechanism was difficult to remove. There was no report of patient impact. The following information was provided by the initial reporter: problem: when attempting to remove the needle, it was very difficult to remove . The needle needed to be wiggled around before it could be removed. In only 1 case were they not able to remove the needle and therefore had to remove the entire device and attempt another IV start in another site location.

Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported while using bd nexiva single port with maxzero, 18g x 1.25" the safety mechanism was difficult to remove. There was no report of patient impact. The following information was provided by the initial reporter: problem: when attempting to remove the needle, it was very difficult to remove . The needle needed to be wiggled around before it could be removed. In only 1 case were they not able to remove the needle and therefore had to remove the entire device and attempt another IV start in another site location.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.